Event description:
Went to remove tampon, end of the tampon was gone, still in her body. [Foreign body in reproductive tract]. Went to remove tampon, end of the tampon was gone. [Complication of device removal]. End of tampon was gone, couldn't find the string. [Device breakage]. Case narrative: consumer reported via phone that the end of the tampon was gone during removal. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Went to remove tampon, end of the tampon was gone...still in her body [foreign body in reproductive tract] went to remove tampon, end of the tampon was gone [complication of device removal] end of tampon was gone, couldn't find the string [device breakage] case narrative: consumer reported via phone that the end of the tampon was gone during removal. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Went to remove tampon, end of the tampon was gone...still in her body [foreign body in reproductive tract]. Went to remove tampon, end of the tampon was gone [complication of device removal]. End of tampon was gone, couldn't find the string [device breakage]. Case narrative: consumer reported via phone that the end of the tampon was gone during removal. No serious injury reported.